Manufacturer narrative:
Customer reported that a pyxis anesthesia es system was not communicating with several drawers which resulted in a drawer failure. The customer experienced a delay of fifteen minutes to patient care and was unable to access medications. There was no reported patient or user harm. The event is recorded on complaint number (B)(4) a field service technician evaluated the device and found that the communication sled needed replacing. Drawer was tested and performed normally. No further issues were observed.

Event description:
Customer reported that a pyxis anesthesia es system was not communicating with several drawers which resulted in a drawer failure. The customer experienced a delay of fifteen minutes to patient care and was unable to access medications. There was no reported patient or user harm.

Event description:
Customer reported that a pyxis anesthesia es system was not communicating with several drawers which resulted in a drawer failure. The customer experienced a delay of fifteen minutes to patient care and was unable to access medications. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system was not communicating with several drawers which resulted in a drawer failure. The customer experienced a delay of fifteen minutes to patient care and was unable to access medications. There was no reported patient or user harm. The event is recorded on complaint number (B)(4) a field service technician evaluated the device and found that the communication sled needed replacing. Drawer was tested and performed normally. No further issues were observed.